Manufacturer narrative:
Sc-2316-50 (B)(4) the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appeared to have been sutured. All cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. There were no exposed cables.

Event description:
A report was received that the patient had loss stimulation due to a broken lead right at the clik anchor site. The broken lead was discovered under fluoroscopy. The patient underwent a lead replacement procedure and did well postoperatively.

Event description:
A report was received that the patient had loss stimulation due to a broken lead right at the clik anchor site. The broken lead was discovered under fluoroscopy. The patient underwent a lead replacement procedure and did well postoperatively.